Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker further evaluated the removed user interface pcb assembly and determined that the cause of the reported issue was due to a cracked and shorted capacitor, designator c181.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.